Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 2000mcg/ml lioresal at 239.8mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the pump was replaced because it was no longer accurately delivering medication and the patient had to supplement with oral baclofen. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the device found that there were no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the pump not accurately delivering medication was first noticed in (B)(6) 2017. The patient experienced the symptoms of stiffness in legs with severe cramping in toes. The hcp suspected the pump not accurately delivering medication to be a device issue. The pump was to be retuned to the manufacturer for analysis on (B)(4) 2018.